Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
During an unspecified procedure. The staples did not form properly. The surgeon used another device to complete.